Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 5.0mm x 100mm x 50cm athletis pta balloon catheter was advanced for dilation. However, during the initial inflation at 34 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported and the patient condition was good post procedure.

Manufacturer narrative:
D2b: pro code: dqy.